Event description:
The pt called lifescan and alleged that their meter was set to the incorrect unit of measurement. The pt reported that they noticed the meter was set incorrectly. They drove themselves to the hospital, where their blood sugar was tested. They did not provide the test results obtained at the hospital. They reported no other treatment. The pt stated that the meter was previously set to the correct unit of measurement. They stated that they have not recently made any changes to the unit of measurement. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. No replacement items are being sent to the pt. Medical affairs attempted unsuccessfully to reach the pt for more clinical information. A letter is being sent as a second attempt to obtain more information.